Manufacturer narrative:
Manufacturer completed the entire form. The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Manufacturer narrative:
Device evaluation: one used device was returned for evaluation. Visual inspection did not reveal any obvious defects. Functional testing was performed by injecting 8cc of air into the cuff using a syringe and submerging the entire device in water. Initially, no air bubbles were observed indicating leakage, but upon massaging of the cuff to further inspect for leaks observed bubbles at the proximal end of the device at the junction of the main shaft and neck flange. This small leak was most likely a manufacturing defect due to insufficient lumen backfill. A quality alert was issued to manufacturing and the quality inspection team.

Event description:
A report was received stating the listed device was checked for leaks prior to intubation; no leaks were found. After 1 night of patient use, the device cuff deflated, suggesting a fluid leak of the sterile water used to inflate the cuff. A new tracheostomy tube was placed in the patient. No adverse health effects to the patient.